Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure : lcs type of procedure or technique used: transforaminal lumbar interbody fusion (tlif) levels: l5/s1 it was reported that intra-op, the intervertebral disc space was managed to be widened for inserting the cage. The cage was inserted in a wrong direction. It was hard to insert the cage and the cage was broken in the process of being hit. After that, the direction was confirmed by the perspective image. It was said that there was no problem because the cage was inserted without problems after the image confirmation. The product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: the spacer was returned having fractured at the bottom of the two inserter locating tabs. The fracture emanates from the bottom of the locating tabs and traveled to the outer edge of the spacer. This type of fracture is consistent with compression overload during implantation, that can be the result of the spacer not having a lager enough open area to be installed. If information is provided in the future, a supplemental report will be issued.